Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
Over a period of 6 days, the customer received eight blood results on the contour next ez that were sporadically marked as control tests, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.